Manufacturer narrative:
(B)(4). Per the peritoneal dialysis nurse, the sample was discarded.

Event description:
A home patient (hp) contacted product surveillance and reported a leaking transfer set. The hp stated she went to the clinic and had her transfer set replaced. The hp explained that since she had her transfer set replaced, she has not experienced any further leaking. Product surveillance spoke to the peritoneal dialysis (pd) nurse on (B)(6) 2010 regarding the report of a leaking transfer set. Per the pd nurse, the home patient was not sure if the transfer set was leaking, so she changed the set just to be safe. The pd nurse never noted the set to be leaking when the patient came to clinic. The pd nurse did not observe a leak or damage to the transfer set. The pd nurse did not have any problems connecting the new transfer set. The home patient has not reported any further problems. The transfer set was discarded. No patient injury or medical intervention reported. No additional information reported.